Event description:
Resident was being transferred from a chair to his bed using a vanderlift. The resident was over his bed (approximately 12 inches high) when the vanderlift frame at the base failed, causing the resident to fall. No injuries, however, it knocked the breath out of the resident. The lift base has tube iron (approximately 1.5 x 3.0 inches) welded to a metal plate. The weld did not break, however, above the weld the tube iron pulled apart. This lift was purchased 06/01/1995 and preventative maintenance is completed as recommended by the manufacturer. The lift is rated for 600 lbs. The newer vanderlift models have a reinforced metal piece welded in the same location where the older lift failed. Distributor was contacted and visited on 03/19/2007 to investigate. At this time, president took the base and boom assembly with him for analysis.